Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -12.0/+3.0/092 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
B3:corrected to date of event (B)(6) 2022 in initial MDR. Claim # (B)(4).

Manufacturer narrative:
D4 - unique identififer (UDI)# : (B)(4) should be added to the initial MDR. Claim #: (B)(4).